Event description:
It was reported to arjo on (B)(6) 2019 that there was the incident with involvement of passive floor lift maxi move and passive clip sling. It was stated that during transfer from chair to wheelchair one of the clips detached from the lift spreader bar causing patient to fall of the sling. As the consequence of the event resident sustained laceration to the head and staples were applied.